Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
Patient was implanted with prodisc-c on an unknown date. Patient complained of mechanical neck pain. Patient was returned to the (B)(6) on (B)(6) 2012 for removal of hardware. Surgeon plans on removing the prodisc-c and replacing the hardware.

Manufacturer narrative:
Device used for treatment and not diagnosis. The hss report was received and reviewed: the information in hss report (B)(4) does not change the original pd evaluation of this complaint. It is still unclear if the device contributed to the complaint due to the limited amount of information available. There is no evidence of device failure or mal-function or observations that would point towards new risks not already covered in the prodisc-c implant risk analysis revision f located project folder (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found. Review of lot number showed that the parts were processed within specification. Blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. Removing the diseased disc is supposed to remove the source of the patients pain. Since the patient may have continued to experience pain after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon removed the prodisc-c implant indicates the original discectomy and decompression may not have been thorough enough to remove the pain coming from that disc level. Patient selection could also have played a role. If the source of the pain was unknown at the time of surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. The source of the patients pain remains unclear in this case.